Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a watchman ® laa closure device was deployed and released. Sometime after the was had crossed the septum, thrombus was observed on the was in the right heart. The thrombus did not cross into the left heart. The patient's activated clotting time was in range. The physician opted to heparinize the patient and continue with the procedure. The thrombus was resolved during the procedure and there were no further complications. The patient was fine and discharged the next day free of any adverse events.